Event description:
It was reported that during implant procedure, while inserting this lead into the sheath, the suture sleeve did not move to the other side of the lead and while trying to move it, it was noticed that there was an insulation damage on the lead. The lead was subsequently removed prior to pocket closure and another lead was successfully replaced. No adverse patient effects were reported. The lead is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found a slightly out of round insulation along with deformed coils approximately 179-183 millimeters (mm) from the terminal pin, which is consistent with induced damage. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during implant procedure, while inserting this lead into the sheath, the suture sleeve did not move to the other side of the lead and while trying to move it, it was noticed that there was an insulation damage on the lead. The lead was subsequently removed prior to pocket closure and another lead was successfully replaced. No adverse patient effects were reported. The lead was returned for analysis.